Event description:
Per the clinic, the battery of the external processor became hot to the touch. There was no allegation of patient injury. The patient was advised to discontinue use and discard the battery.

Manufacturer narrative:
(B)(4): not available for analysis.